Event description:
Legal counsel for the patient reported that the patient underwent right total hip arthroplasty. Legal counsel for patient alleges patient experienced pain, swelling, inflammation, altered gait, clicking, catching, tenderness, lack of mobility, tissue/bone destruction, and elevated metal ion levels. Review of invoice history confirms hip arthroplasty procedure occurred on (B)(6) 2007 and a revision procedure was performed on (B)(6) 2012. The head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that the lot released has no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.